Manufacturer narrative:
This report is submitted on nov 19, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment. The patient was put under general anaesthesia for soft tissue reduction (date unknown). The implant remains in-situ.